Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "check in 10 minutes with error 373" with the adc device and was unable to obtain readings. Customer received treatment of juice, sugar, and/or food provided by a non-healthcare professional. There were no reports of treatment by a healthcare professional (hcp). No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection was completed, and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.